Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and a definitive cause for the reported difficult/delayed activation cannot be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report difficult to deploy the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade of 4. The clip delivery system (cds) was advanced to the mitral valve and during clip deployment there was difficulty in disengaging the clip. After two minutes, the clip was deployed reducing mr to 1+. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.